Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported the customer requested a speaker assembly. It is unclear if there was an audio failure associated with the part request. It is unknown if device was in use at time of event. There was no adverse event reported.